Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Further evaluation and monitoring of the patient was discussed. This system remains in service. No adverse patient effects were reported.